Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler did not fire, the status indicator lights, the five white lights, the handle indicator, the adapter indicator and the reload indicator were off. As stated, the handle was able to recognize the reload; the stapler did not wake up when one reload was needed. The handle was changed and it remained hot for three to four hours. There was no patient involvement.